Event description:
It was reported that during a radical prostatectomy, the teflon pad fell into situs but could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.